Event description:
As reported, the end of a 5f mynx control vascular closure device (vcd) was split and could not be used. There was no reported patient injury. The device was intended to be used after a transfemoral cerebral angioplasty (tfca) procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the end of a 5f mynx control vascular closure device (vcd) was split and could not be used. There was no reported patient injury. The device was intended to be used after a transfemoral cerebral angioplasty (tfca) procedure. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 5f was returned for this complaint investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed, the stopcock was in the open position, and a syringe was attached to it. The sealant was present in the device in its manufactured position, partially covered by the sealant sleeves, which exhibited a frayed/split/torn condition. The core wire was present with no damage observed to the atraumatic tip. Per functional analysis, a sheath introduction was executed with a lab 5f sheath. During the analysis, the device was introduced into the sheath without any evidence of friction or resistance. Additionally, due to the frayed/split/torn condition that resulted in the exposure of the sealant, a deployment mechanism analysis was performed, and no abnormal condition was observed. During the deployment, both buttons could be depressed, and the sealant deployment and balloon retraction were achieved. The atraumatic tip was visually analyzed with magnification to look for any evidence related to the reported event. No type of damage was observed to the atraumatic tip of the received unit. Nevertheless, a frayed/split/torn condition of the sealant sleeve was observed, resulting in the exposure of the sealant. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not confirmed through analysis of the returned device; however, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the condition experienced by the customer. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from frayed/split/torn sealant sleeves. The exact cause of the failures experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition to the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.v